Manufacturer narrative:
(B)(4). Investigation summary: one sample was received and evaluated. It came in an envelope. It has a needle assembly connected to it, which has the plastic shield. A visual inspection was performed with a 10x magnifier lens. It has air bubbles in the syringe barrel. No other defect was observed. A potential root cause is associated with the syringe molding process. The air bubbles in the barrel wall can occur intermittently during the injection molding process and not detected in the next processes. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot # # 0078423 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch #. Based on the investigation and sample analysis the symptom reported by the customer is confirmed. The lot was produced for 0.25mm units; this is a cpm of 3.9. We will continue monitoring and trending this lot for this symptom. Root cause description: a potential root cause is associated with syringe molding process. The air bubbles in the barrel wall can occur intermittently during the injection molding process and not detected in next processes. Rationale: based on the investigation and sample analysis the symptom reported by the customer is confirmed. The lot was produced for 0.25mm units; this is a cpm of 3.9. We will continue monitoring and trending this lot for this symptom.

Event description:
It was reported that syringe 20ml ll s/c 48 contained foreign matter. The following information was provided by the initial reporter: "it was reported that syringe had a dirty barrel. Description: sap# 2683: syringe unit identified to have a dirty barrel within sealed packaging. Khsc - kgh site - or pharmacy. (B)(6) (supply chain supervisor) at kgh has removed the affected product and is holding it for review."